Manufacturer narrative:
Age at the time of the event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a very tortuous distal right coronary artery. A 4.00x48mm synergy drug-eluting stent was advanced for treatment. Due to the tortuousity of the vessel, the physician attempted to advance the device for several times and it was noted that the stent strut was damaged. The procedure was completed with another of the same device with the support of a guidezilla guide extension catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: synergy ous mr 4.00 x 48 mm stent delivery system (sds) was returned for analysis. Visual examination of the stent found evidence of damage with struts in a lifted state from the fifth proximal strut row to the mid-section. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Visual and microscopic examination of the bumper tip showed signs of damage. Visual and tactile examination of the hypotube found multiple kinks. Visual examination of the outer and inner lumen and mid-shaft section found a polymer extrusion shaft kink 11.8cm proximal to the distal end of the tip. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in a very tortuous distal right coronary artery. A 4.00x48mm synergy drug-eluting stent was advanced for treatment. Due to the tortuousity of the vessel, the physician attempted to advance the device for several times and it was noted that the stent strut was damaged. The procedure was completed with another of the same device with the support of a guidezilla guide extension catheter. No patient complications were reported and the patient's status was stable.